Manufacturer narrative:
The hardware evaluation was completed on 21-jan-2026. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the ngen had an error - foot pedal stuck, and ablation would not start. They rebooted the ngen and monitors and ablation started with the foot pedal not depressed. Hardware evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. The foot pedal was confirmed to have bent pins in connector; part was replaced as requested (footswitch cable, sp; m581802sp). Since this replacement did not solve the foot pedal error displayed, the console was replaced (ngen console; m685306). No further evaluation on the replaced console was performed at this time. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up was performed and no additional information was provided. Therefore, processed with the ablation catheter information of the qdot. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the ngen had an error - foot pedal stuck, and ablation would not start. They rebooted the ngen and monitors and ablation started with the foot pedal not depressed. There was no injury to the patient. They replaced the foot pedal with one they had as extra and had a bent pin and the issue did not resolve. They replaced the generator console and resolved the issue.